Event description:
It was reported that the pt fell and hit her head at the floor. Since then, she was no longer able to hear with her device. Testing showed 4 channels being involved in short circuits and 7 channels having status hi.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.